Event description:
On (B)(4) 2013 when product analysis was completed on the explanted lead. The locations of two sets of setscrew marks identified at the end tip of the connector pin suggest that the lead connector was not inserted completely in the pulse generator header. Though it is difficult to state conclusively the observed condition mentioned above may confirm this to be a contributing factor for the reported ¿high impedance¿ allegation. The lead connector was inserted completely in a pulse generator returned with the lead and in a representative pulse generator header and no anomalies that could prevent proper insertion were identified. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no product anomalies were identified in the returned lead portion. Product analysis was completed on the returned generator. The generator performed according to functional specifications and during the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013 it was reported that system diagnostics performed that day showed a dcdc=5 and high lead impedance. Chest and neck pa and lateral x-rays were ordered and it was stated that they would be sent to the manufacturer for review; however they have not been received to date. The primary care physician did not want to turn of the patient's vns despite the high impedance. The patient was referred for a full revision surgery. Clinic notes were received and review of the clinic notes dated (B)(6) 2012 indicated that he patient had 4 seizures in (B)(6) and 6 seizures so far in (B)(6) with the last one being on (B)(6) 2012. They were described as grand mal seizures. Clinic notes dated (B)(6) 2011 indicated that on (B)(6) 2011 the patient had a seizure and was followed by 3 more seizures. The manufacturer's consultant later indicated that the normal mode diagnostics were good and eos=no. There was no report of trauma or patient manipulation. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, however the location of the set screw marks suggest that the lad connector may not have been inserted completely in the generator header which may have been a contributing factor to the high impedance.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision that day due to high impedance. The explanted generator and lead were returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.